Event description:
It is reported that the doctor was punching the tibia and when the instrument was removed, two of the teeth were missing and others were bent. There was no harm done to the patient.

Manufacturer narrative:
(B) (4). Eval summary - the probable cause of this failure is normal wear and tear associated with the potential field age of over 10 years. Eval codes - as returned, two of the tibial broach teeth have fractured off and several contain strike marks as evidence of being struck by another instrument. Dimensionally, the broach appears to be conforming to print specification. The manufacturing records are in order and do not contain any anomalies. Device history records indicate all components were manufactured and inspected to specification.